Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and non-malignant pain. It was reported that the patient had difficulty/was unable to disconnect components. The caller was replacing the ins with a new device due to normal depletion, and 8-15 came out fine, but 0-7 was stuck. The healthcare provider (hcp) was able to get the end out turning, removing the screw, and use of sterile water. The extension was damaged in the process. The tip of the extension broke off after trying to insert it into the new device. The caller reported that they will remove the extensions and direct connect to the ins. It was also reported that the contact 4 was open. No further complications were reported or anticipated. No symptoms were reported.